Manufacturer narrative:
One venous tesio extension assembly was returned for evaluation. A visual examination of the device revealed that the luer pulled out of the extension tubing. The luer and the extension tubing are discolored and show signs of wear. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. A review of the complaint database indicated that this is the first reported incident of this nature for this device. The incident report noted that the catheter was implanted and functioned without incident for longer than three years. Due to the length of implantation we are unable to determine the cause or factors which may have contributed to this event.

Event description:
It was reported that the "luer lock end of venous extension set came apart from actual body of extension set/line."